Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed, and no air was noted on the angiography contrast injection. Air bubbles were seen upon interrogating the closure device within the distal end of the laa with some air bubbles escaping into the left atrium. The patient remained hemodynamically stable. The air bubbles were attempted to be aspirated out of the patient through the wds and some of the air bubbles were removed, however, some remained in the patient. The closure device was removed from the patient and the some of the leftover air bubbles escaped to the left atrium with some remaining in the laa. The patient was given isuprel intravenously to increase the heart rate of the patient and disperse the air bubbles. The patient remained stable upon removal of the air bubbles. A second 24mm closure device was prepped and deployed in the laa. Following deployment of the second closure device, air bubbles were seen again in the distal portion of the laa. The closure device was removed, and the procedure was aborted. The access site was sutured, and the patient was extubated. A neurological exam was performed, and no neurological deficits were noted. The patient remained in the hospital overnight to assess the neurological status. The patient fully recovered and was discharged home the following day.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed, and no air was noted on the angiography contrast injection. Air bubbles were seen upon interrogating the closure device within the distal end of the laa with some air bubbles escaping into the left atrium. The patient remained hemodynamically stable. The air bubbles were attempted to be aspirated out of the patient through the wds and some of the air bubbles were removed, however, some remained in the patient. The closure device was removed from the patient and the some of the leftover air bubbles escaped to the left atrium with some remaining in the laa. The patient was given isuprel intravenously to increase the heart rate of the patient and disperse the air bubbles. The patient remained stable upon removal of the air bubbles. A second 24mm closure device was prepped and deployed in the laa. Following deployment of the second closure device, air bubbles were seen again in the distal portion of the laa. The closure device was removed, and the procedure was aborted. The access site was sutured, and the patient was extubated. A neurological exam was performed, and no neurological deficits were noted. The patient remained in the hospital overnight to assess the neurological status. The patient fully recovered and was discharged home the following day. It was further reported that another watchman laa closure device is intended to be implanted at an unknown future date.